Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer service guided customer through complete pump reset, after which error did not reoccur, and customer was advised to wait 20 minutes before starting new sensor session; customer was later contacted to have insulin delivery and sensor use resumed.